Event description:
Hospital conducting a trial on the navilyst medical drainage catheter placed a catheter on (B)(6) 2012. The location of the placement was the pt's jejunal with loop tip in transgastric jejunal. Prior to removal on (B)(6) 2013, an x-ray showed that the catheter had fractured into multiple pieces. A snare was required to remove the catheter fragments. Approximately 2cm of catheter was retained in the gastric remnant, however, the pt's condition was fine form the procedure. A jejunostoy tube was placed following the removal of the drainage catheter. The used device has been returned to navilyst medical for evaluation.

Manufacturer narrative:
The used device has been returned to navilyst medical and was forwarded to our supplier, (B)(4) along with a supplier corrective action request (scar). Upon completion of the investigation, a supplemental medwatch will be submitted. (B)(4).